Event description:
Litigation papers allege the patient suffered pain, which includes difficulty sitting, standing, or walking and experienced excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The investigation has been reopened due to receiving new information. Depuy will notify the FDA when the investigation is complete.

Event description:
Update rec'd 10/19/2016 - sales rep reported patient was revised. Doctor described that the patient was not in pain and did not have increased metal ion levels but the patient wants the asr construct removed. Sleeve was added to the complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.